Event description:
It was reported that the patient was seen in clinic for a routine device check and the pulse generator was unable to be interrogated. During a generator change out on (B)(6) 2015, the device was still unable to be interrogated. The physician suspected the device was exhibiting premature battery depletion. The device was explanted and replaced. No adverse consequences occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis confirmed the reported complaint of unable to be interrogated. The pulse generator was found in backup operation but due to a corrupted device image, the cause of the backup could not be determined.